Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three rounds of anti-tachycardia pacing (atp) and six shocks for what appeared to be an arial arrhythmia with rapid ventricular response (rvr). After the atp was delivered, the rhythm appeared to accelerate. Technical services (ts) was contacted and reviewed the available data. This ICD remains in service. No additional adverse patient effects were reported.